Event description:
The consumer reported while the patient was cleaning or vacuuming their home (B)(6) 2016, they felt a burning sensation like fire burning and it would go away. The patient was getting 80% relief from therapy, but they were getting used to having the device. Troubleshooting over the phone involved helping the patient to synchronize and helping the patient adjust from p1 at 0.6 v to p1 at 0.5 v. The consumer further reported that the patient called because they could not feel the machine working after they fell down, but it was working. The patient was not burning as the burning stopped after surgery, after the stitches were taken out. The patient was "good" and there was not a malfunction of the device. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.